Event description:
Additional information received on 08may2020 indicated the procedure was completed successfully.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. D10 ¿ product received on: 20mar2020 investigation ¿ evaluation a representative from maxima medisch centrum informed cook of an incident involving a retracta detachable embolization coil. On 02mar2020 during a pulmonary vein embolization procedure the coil was not coming loose from the wire. Using the torque device provided in the package, the physician kept turning the wire of the coil to be placed and it got stuck on the previously placed coil. The physician then tried to withdrawal when the toque device became stuck. The wire guide ended up breaking off. The wire guide was not in the catheter. No unintended section of the device remained inside the patient¿s body, the patient did not require additional procedures due to this occurrence and there have been no adverse effects to the patient due to this occurrence. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, and quality control of the device, as well as a visual inspection, were conducted during the investigation. The complainant returned one used wire guide for investigation. Physical examination of the returned device showed elongation of the wire on the distal end. The weld ball on the distal end was missing. Separation occurred, but the separated portion of the wire guide was not returned. The length of the wire could not be measured due to the elongation in the wire guide. Additionally, a document based investigation evaluation was performed. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The risks associated with these devices are acceptable when weighed against the benefits. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: instructions for use: "6. Under fluoroscopic visualization, slowly advance the delivery wire until the entire length of the coil exits the distal end of the catheter. Ensure that the junction remains positioned just inside the catheter tip. Note: advancing the delivery wire slowly allows the junction to be seen more easily and reduces the risk of damaging it. Note: if significant resistance is encountered during coil advancement, do not continue advancing. Retract the delivery wire slightly, then gently re-advance it. If there is still significant resistance, withdraw the delivery wire from the catheter and try using a new coil with a shorter length. Note: do not turn the delivery wire counterclockwise during advancement; the coil may be unintentionally detached. 7. Verify correct position of the coil fluoroscopically. If coil position or placement is not satisfactory, the coil may be retracted into the catheter and re-deployed so long as there is no significant resistance. Note: it may be possible to perform a test injection of contrast media using a tuohy-borst sidearm adapter while the delivery wire is in the catheter. Note: if the size of the coil is not correct, gently remove the entire delivery wire and coil. Do not use the coil again. 8. If the coil position is correct, use the torque device to turn the delivery wire counterclockwise 8-10 times, until coil detachment can be either felt or visualized under fluoroscopy. Note: it is recommended that the junction remain just inside the tip of the catheter. Note: do not advance the delivery wire after coil detachment." How supplied: "upon removal from package, inspect the product to ensure no damage has occurred." A review of the device history record (DHR) was also conducted as a part of the investigation. The DHR for the complaint lot and related subassembly lots showed no relevant nonconformances. A database search was completed and no additional complaints on the lot were found. As there are adequate inspection activities established, objective evidence that the DHR was fully executed, no related non-conformances and no additional complaints from the same lot. It was concluded that there is no evidence that nonconforming product exists in house or in field. It is unclear if the connection, or junction, between the embolization coil and the delivery wire was within the catheter during attempted deployment, as advised in the IFU. If this connection zone were outside of the catheter, deployment of the coil could become more difficult. Based on the information provided, the examination of the returned product, the results of the investigation, and because the position of the junction could not be confirmed, the investigation conclusion for this complaint is cause traced to component failure without a design or manufacturing deficiency. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information received 13mar2020: the coil was not retrieved from the patient. It was stated it was in a "position where no damage could be caused.

Manufacturer narrative:
Additional information: this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #: k151676. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an unknown patient required placement of retracta detachable embolization coil for a pulmonary vein embolization. During the procedure, the coil could not detach from the wire. When attempting to remove the coil, the "turning mechanism remained stuck" and the wire broke off. The coil was removed from the patient. As reported, the patient did not experience other adverse effects or require any additional procedures due to this occurrence.